Event description:
A customer contacted beckman coulter inc., (bci), regarding below the normal reference range free t4 (frt4) results generated by the unicel dxi 800 access immunoassay system for two patients. The results were not reported out of the lab. Upon repeat the results were within the normal reference range and were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and system performance information was not supplied. A field service engineer (fse) was dispatched and performed a system check, cleaned all probes and wash towers. The fse completed qc and results were within specifications. A patient pool precision was performed with reagent pipettors 3 and 4 at 9 and 10% cvs. Precision specifications are 10% or less. As of (B)(4) 2011, the fse was going to replace the precision pumps and seals and verify alignments. No clear root cause could be determined for this event.